Event description:
On (B)(6) 2011, the patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (proximal: tgt3420/8653889, distal: tgt3420/8653890), and a stent graft of another manufacturer proximal to the tag® devices, to repair a descending thoracic aortic aneurysm. During the procedure a type iii endoleak from the overlap of the tag® devices was confirmed and repaired by touch-up ballooning. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2012, the patient was discharged. Subsequent follow-up examinations showed no reported issues; however on an unknown date it was found that the tgt3420/8653889 was restricted in the middle, where the proximal end of the tgt3420/8653890 was positioned. The patient's descending thoracic aorta was tortuous at an area of the tag® devices overlap. It was reported that the tgt3420/8653890 was straight with its proximal end not conforming to the tortuous aorta, preventing the middle of the tgt3420/8653889 to keep its full expansion. It was also reported that the device lumen was patent and blood flow was observed. On (B)(6) 2014, an additional endovascular procedure was performed to repair the compression, whereby a conformable gore® tag® thoracic endoprostheses (tgu404020j/12586878) was implanted to reline the tag® devices overlap. The blood flow was secured and the patient tolerated the procedure. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.